Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-dec-26 : information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Patient reported on one of the group settings when they try to increase the intensity they are getting the message settings not available cannot provide your desired intensity settings on group b. Patient stated they are able to decrease the intensity but not increase it. The patient was redirected to their healthcare provider to further address the issue. 2025-jan-21: additional information was received from a manufacturer representative (rep). The rep reported that high impedances were seen electrode 0: 40,000, electrode 5: 30,520-38,870, electrode 8: 31,730-40 ,000. Stimulation is in the incorrect location. Multiple reprogramming sessions around high impedance electrodes was conducted. Ran impedance and connection checks with patient in multiple positions. Rep will follow up with healthcare provider (hcp) about getting x-ray. Cause is not known. Later, a different rep called in and reported that the pt is still having issues related to 'settings not available'. The caller states there have been a couple programming attempts related to this issue but it has not resolved, the pt is now unable to get pain coverage. The caller is now going to see the patient today. Agent reviewed the importance of impedance values with the 'settings not available' message and reviewed changing reference contacts to ensure they are getting the full impedance picture. The caller will work to see if the pt's issue can be resolved today.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) was scheduled to have their lead replaced today (B)(6) 2025 as they could not get adequate coverage due to lead impedance issues. The physician was aware of the issue.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) , implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the patient had their lead replaced and the issue resolved. The hospital was provided with a return mailer and the paperwork with the box was completed. The hospital was instructed to send the device back asap. The hospital would not let the rep send it back per their policy. The rep is unaware as to whether it has been shipped yet, but will follow up if additional information becomes available.